Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin was leaking from the insulin cartridge into the cartridge compartment of the infusion device. The patient suffered from hyperglycemia, administered too much insulin and went into hypoglycemia. The exact blood glucose values are not known. The user was taken to hospital and hospitalized for four days. The patient's doctor cited the pump as the cause of the leakage. The treatment administered at the hospital is unknown.